Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s spouse contacted support on the patient¿s behalf due to a high blood glucose alert greater than 400 mg/dl. The patient reported smelling insulin coming from the device. The agent advised the patient to remove the cartridge and inspect it for leaking. The patient removed the cartridge and reported uncertainty about active leaking but confirmed moisture was present in the insulin chamber. The patient was using prefilled insulin cartridges. The agent advised completing a full supply change. The patient stated they would administer manual insulin to address the elevated blood glucose and would call back after approximately two hours to complete the supply change. During a follow-up call, the patient and spouse contacted support to proceed with changing supplies. The spouse reported that while disconnecting to administer manual insulin, the patient accidentally removed the glucose sensor. The agent guided the patient and spouse through completing the supply change, and the patient successfully resumed insulin delivery. The patient had not yet entered the sensor information into the device, so the agent provided guidance on pairing the sensor and educated that pairing could take up to 30 minutes. The patient was preparing to attend a medical appointment and was advised to bring an extra sensor in case it was needed. At the time of the call, there was no blood glucose reading available from the device or a fingerstick to confirm whether levels had decreased following the manual insulin dose. The patient reported that blood glucose levels were affected during the event, with levels exceeding 400 mg/dl for a couple of hours. The device issued a high blood glucose alert. Manual insulin was planned to correct the elevated blood glucose. Assistance from the patient¿s spouse was provided out of kindness. No medical intervention, symptoms, or immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.